Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that the instructions for use (IFU) for guide wire hi-torque guide wires states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance. In this case the IFU violation of force used against resistance does not appear to have caused or contributed to the reported resistance with the guiding catheter. The investigation determined the reported difficulty to advance, difficulty to remove and bent tip appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement the guide wire encountered resistance with the guiding catheter. It is likely that the challenging anatomical conditions which were reported as heavily calcified, mildly tortuous caused the difficulty to advance and remove the wire though the guiding catheter. Manipulation and/or mishandling of the wire against resistance likely caused the bent tip. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, mildly tortuous right coronary artery. A traverse guide wire had difficulty being advanced and removed with an unspecified guiding catheter. Force was applied and the tip became bent. Another traverse guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.